Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/06/2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation.the complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected, and pass. Performed transmitter voltage test and passed. Performed global transmitter functional test and passed all relevant tests. Performed share log review and loss of connection found in the data. The reported event of a loss of connection was confirmed. The root cause could not be determined.